Event description:
It was reported that the device had an error code 41786. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal, and contamination inside the pump. The pump powered up with the error code. The cause of the customer reported problem was the contamination. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, the printed wiring assembly (pwa), optic swtich/bracket, latch lock flex/ground strips, and the air detector. The pump passed all functional tests and performed as intended after repair.